Event description:
It was reported that "during sleeve gastrectomy with an 800ml memobag, the bag was closed inside the abdomen with the surgical specimen inside. When extracting the bag from the abdominal cavity, the surgeon attempted to open the bag to remove the specimen; however, it was impossible to slide the drawstring. This was because the plastic part of the string had detached from the metal part, making it impossible to cut." Additional information received on december 18, 2025, indicated that no patient harm or injury occurred, the patient's status is reported as "fine," and no medical intervention was required. All parts were removed from the patient.

Manufacturer narrative:
(B)(4). The defective device was not returned for examination. Customer provided only 3 photos of defective device. It is visible on all 3 provided photos that protective white tube which covers the extraction wire is damaged and partially removed from the wire in free part and in part inserted in the bag. Result: reported defect can be confirmed. White protective tube is damaged. Wire is assembled according to the applicable work instruction, threaded through the bag according to the applicable work instruction, glued on the inner side of the bag according to the applicable work instruction and closure loop was created according to the applicable work instruction multifunction inspections of wire (including both eyes) are performed during production and/or packaging of memobag products. In case of reported defect, such a defect should be detected and immediately scrapped. The wire (including both eyes) is 100% inspected several times during production as follows: 100% inspection before rolling of memobag (according to the applicable work instruction) the bag can be pull down by the loop.the closure loop is glued properly. 100% visual inspection of protective tube of closure wire (according to the applicable work instruction). The protective tube of closure wire is not damaged. As the lot number of the defective product was reported, the DHR review of the complained lot could be completed. From the reviewed data it is obvious that the complained lot 71f25a0009 was produced in january 2025. Lot 71f25a0009 of complained product 332800-000010 was manufactured from 2 lots (71c24m0059, 71c24m0060) of semi-finished product 003900-000020 (formatted wire).there were not scrapped any semi-finished products within manufacturing process. Within manufacturing of finished products, no piece was scrapped. Incoming inspection and final inspection records of raw material/semi-finished material were reviewed. Lot was checked by qc inspection and was released without any defect observed. In-process and final inspection records of complained lot were reviewed. Lot was released without any observed defect. The review of DHR revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. IFU prescribes: care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. To remove of memobag, use graspers to grasp the closure loop located at the end of the closure wire. Retract the closure loop through the trocar to securely close the memobag, sealing the tissue inside. Continue to retract the closure loop until the memobag is at the base of the trocar. With the memobag at the base of the trocar, withdraw the trocar sheath, memobag and graspers until the closed mouth of the memobag is at the trocar incision site. Continue to remove the memobag through the trocar incision site by hand under direct vision. Result: in the event, that the procedure for memobag removal is not fulfilled, the complained defect can be caused. The root cause of this complaint was determined as undetermined / unknown. Because the complained device was not returned, it is not possible to determine the root cause only based on provided photos. From the previous investigations of similar defective devices and from the simulations follows, that the issue could come from user error or could be caused by manufacturing process. Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The defective device was not returned for examination. The customer provided only 3 photos of the defective device. The reported defect was confirmed. The protective tube of the extraction wire is damaged. Root cause was determined as undetermined / unknown. It was not possible to investigate the exact root cause based on photos only. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during sleeve gastrectomy with an 800ml memobag, the bag was closed inside the abdomen with the surgical specimen inside. When extracting the bag from the abdominal cavity, the surgeon attempted to open the bag to remove the specimen; however, it was impossible to slide the drawstring. This was because the plastic part of the string had detached from the metal part, making it impossible to cut." Additional information received on december 18, 2025, indicated that no patient harm or injury occurred, the patient's status is reported as "fine," and no medical intervention was required. All parts were removed from the patient.